Manufacturer narrative:
A ge oec service representative investigated the issue and found an open fuse on the snubber. The snubber board was replaced. Further evaluation of the high voltage candlesticks did not show evidence of arching; however, the candlesticks were cleaned and re-greased as a precaution. It was noted the system was operated to an over-heated status and this may have resulted in the snubber fuse opening. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system was being used in a procedure, was over-heated and shut off. A reboot of the system did not restore functionality and the system was removed for service.